Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited minute ventilation (mv) oversensing. This resulted in the mv sensor being disabled. It was also noted that there was additional noise and oversensing on the right ventricular (rv) lead channel as well as abnormal impedance measurements. The sensor rv coil to can vector was greater than 200 ohms, the sensor rv tip to can vector was less than 200 ohms, and pacing impedances were greater than 3000 ohms. It was stated that the patient will be brought into clinic for further evaluation of this system. No adverse patient effects were reported. Currently, this ICD system remains in service.